Event description:
It was reported that the patient's scs ipg turns off randomly and thereby not providing stimulation at times. As such surgical intervention took place where the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. It was reported that the patient's ipg is working, but it turns off randomly. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.